Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient's controller started alarming although display still showed normal parameters. The patient presented to site where the controller was exchanged with back up controller. Alarm of controller could not be stopped. The patient was reported to be doing fine and was discharged home. The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed visual and functional testing. Review of the alarm log file confirmed a 'vad stopped alarm", however the reported event could not be duplicated on a bench level. The root cause of the reported event could not be conclusively determined as the device functioned per specification, however it is possible that user error/perception may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from (B)(6) that while the patient was at home, the controller started alarming although the display still showed normal parameters. After contacting the hotline, the patient went to the facility where a controller exchange was performed and the patient provided with a replacement for the back-up controller. The alarm on the controller could not be stopped. The controller was returned to manufacturer for evaluation. The patient was reported to be doing fine and was discharged home. There was no reported patient injury as a result of this event.